Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on each attempt to fire the device- did the device cut and did the device staple as intended? -yes. Did any pieces fall into the patient? If yes how were the pieces removed from the patient? -no. On what tissue type was the device used? At what location on the tissue? -no information. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? -no information. Was buttressing material utilized? If so, which product? -no information. Was the instrument fired across or near an existing staple line or clip? -no information. Were any unexpected noises heard? If so, when? -no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? - no.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one ec60a device was returned with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge was received fully fired and with the cartridge pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap total gastrectomy, the cartridge could not be loaded into the jaw for the 5th firing. When the surgeon checked the jaws, the cartridge pan was remained into the jaw. A nurse removed the cartridge pan, and the cartridge was loaded into the jaw. After firing, the cartridge pan was remained into the jaw as well when a nurse tried to remove the cartridge. The cartridge pan was removed and another cartridge was loaded into the jaw to complete the case. There were no adverse consequences to the patient.